Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen is dim. Reporter stated that display issue had worsened progressively over the past 6 months and issue is not resolved by battery changes. Reporter denied trauma or moisture exposure to pump. In subsequent call, reporter stated that contrast reset did not resolve display issue. Pump was not available for review during the calls. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.